Event description:
Philips received a complaint on the intellivue mx430 patient monitor indicating that the device had a speaker malfunction, and there was no sound coming from speaker. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the main board was defective, so there was no signal to the speaker. The rse determined that the main board needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty main board. The reported problem was confirmed. A replacement main board was ordered and shipped to the customer site. (B)(6).